Event description:
On (B)(6), 2011, this patient underwent treatment of an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis featuring c3 delivery system. It was reported that the physician had some difficulty advancing a guidewire that was reportedly not lubricated. However, it was reported the physician met no resistance upon advancing the device, and the device deployed with no issue. Upon removal of the delivery catheter, the proximal drive reportedly separated from the catheter and remained on the guidewire. The physician went up with a balloon to push the olive back into the sheath. The olive and sheath were removed from the patient, and the procedure concluded with no further issue. The patient tolerated the procedure.